Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Partial lot number xxx8510. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part/lot number combination unknown at synthes (B)(4), therefore no DHR review possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the tines broke off of a reduction clamp during a right femoral nailing procedure. The surgeon was attempting to achieve reduction of the fracture when the clamp broke. The fragment was easily retrieved and there was no reported surgical delay. A similar but not identical clamp was used instead to complete the surgery with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The device was returned and reported to be broken. This condition is confirmed; one of the distal tips has broken off. The tip fragment is approximately 12mm in length. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 399.08 reduction forceps are an instrument that has been obsoleted and replaced by the 399.78 reduction forceps and the 399.98 reduction forceps. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.